Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a tarsal meta tarsal (tmt) fusion procedure on (B)(6) 2016. The 2.0mm drill bit broke off into two pieces while drilling holes in the joint. Both pieces were retrieved. A backup device was available and the surgeon was able to complete surgery successfully without patient harm. There was a forty five (45) minutes surgical delay. Patient status/outcome was reported as stable. Device is not available for evaluation. This is report number 1 of 1 for complaint com-(B)(4).